Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level was 570 mg/dl. The customer was treated with insulin drip at the hospital. The customer stated that the insulin pump was not giving her insulin, then they ran a 5 unit and insulin came out. The insulin pump will not be returned for analysis.